Event description:
It was reported that during repair at the manufacturer facility, the micro sagittal saw was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during repair, there was no patient involvement and no delay to a surgical procedure. It was also reported that during repair at the manufacturer facility, the micro sagittal saw had blade whip and created a larger incision than intended. No medical intervention and no adverse consequences were reported with this event. As this event occurred during repair, there was no patient involvement and no delay to a surgical procedure.